Manufacturer narrative:
Insulin pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to a problem isolated to pcb1. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received replace battery every 3 days. Customer's blood glucose level was unknown. Customer stated battery cap was not damaged. The insulin pump will be returned for analysis.